Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the reason for revision was due to patient was getting inadequate stimulation. The patient had decided not to move forward with the revision. No further course of action will be taken.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.